Event description:
User reported that the device was unable to cool to a set temperature. Once the pressure was released, the device functioned as intended. We consider inability to heat or cool to be reportable. There was no patient involvement in this incident.

Manufacturer narrative:
Investigation ongoing, to be provided in a follow up report.

Manufacturer narrative:
The device was returned to spectrum medical for investigation. It was not possible to replicate the fault. The air manifold was replaced as a precautionary measure. The unit was able to heat or cool correctly.

Event description:
User reported that the device was unable to cool to a set temperature. Once the pressure was released, the device functioned as intended. We consider inability to heat or cool to be reportable. There was no patient involvement in this incident.